Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker. It was discovered that the lp was unexpectedly in reset mode. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.